Event description:
This lead had a shock impedance of greater than 150 ohms. The physician replaced the ICD, but the shock impedance was still greater than 150 ohms. The physician explanted this lead and replaced it. Should additional information become available this report will be updated. Nc. On (B)(6) 2012 - this device was returned with additional information that this lead would not delivery therapy during dft testing.